Event description:
The pt reported experiencing insulin leaking from the tubing/headset connection of the infusion set on (B)(6) 2012, 5 mins after beginning use of the infusion set. The infusion set was being used to infuse immunoglobulin. The pt was advised this was a misuse of the product. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.